Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the hospital with an infection. A blood culture test showed enterococcus faecalis and staph infection on patient¿s left ventricular and the competitive right ventricular and atrial leads. The full system was explanted. Patient remained stable before, during, and after the procedure.